Manufacturer narrative:
(B)(4). Lot 15d018 was manufactured between april 16, 2015 and april 20, 2015. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted white particulate, approximately 0.35 square mm in size, floating inside the fluid of the reservoir. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white floating particle. This was identified before use. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.